Event description:
Customer reported a failed battery test on her insulin pump. She stated she changed the battery and the device alarmed. Also, she stated sometimes the device will shut off without any low battery warning. Customer's blood glucose is 150 mg/dl. During troubleshooting for failed battery test alarm, customer mentioned there are cracks on the device. The device is cracked on the battery compartment and around the reservoir compartment. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that no battery out limit alarm noted. The insulin pump passed the self test. No unexpected low battery alarms noted. All the operating currents were within specification. Off no power alarm did function properly. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.